Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No symptoms were reported, and patient stated that she did not experience any, but when her cgm was reading high, and the blood glucose reading was 20 mg/dl, the patient went to the hospital. The patient received intravenous treatment to stabilize her blood glucose reading. After treatment the patient stabilized and was discharged on the same day. No data was provided for evaluation. The allegation and a probable cause could not be determined. The single reported glucose value and bg provided for the second value of the set falls within the e zone of the parkes error grid. No additional patient or event information is available.